Event description:
It was reported, the xenon light source had loose connector connection, it does not click in like it should, and the screen went black. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10( years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the screen goes black occured due to the scope did not click and was not connected. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.